Event description:
It was reported that the customer's insulin does not alarm no delivery. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The no delivery test alarm function properly during the basic occlusion test and occlusion test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump failed vibrate check on self test due to broken black vibrator motor wire. The insulin pump had a scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.